Manufacturer narrative:
The device was returned to olympus for inspection. The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: some kind of stress problem resulted in component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the choledocho videoscope to the service center for a separate issue. During inspection it was found that the distal end cover (c-cover) was chipped. There was no patient involvement.